Event description:
During the course of a right carotid endarterectomy, the vascuguard peripheral vascular patch was presented to the sterile field for application. When the surgeon trimmed the patch for suturing he noted that the patch began to shrink and was transparent more than usual when placed in the patient. The surgeon had begun to suture the patch to the right carotid artery and was able to complete the application without further complication. The surgeon was concerned that the vascuguard patch was defective and wished that the manufacturer look into this. All instructions and the rinse and presentation to the field were followed per manufacturer's instructions. The remainder of the vascular patch was saved in the solution and the container that it originally came in.====================== manufacturer response for peripheral vascular patch, vascuguard======================none yet.